Manufacturer narrative:
The product was not returned. Based on available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufactures internal number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6): experience, vaginal adhesion. Relationship to study device: not related.